Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The cause of the reported condition is fracture on the battery flex cable where it connects to the charger contact pcba. Microfractures were present in the battery flex connector. This prevented the handle from being charged. This would result in the handle being unable to be charged and would cause the handle to be unable to enter firing mode pre-operatively. The most likely cause could not be established from the information available. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected unreported condition of damaged ir shield that had no relationship to the reported condition. Damage may occur due to rough handling of the device. After disassembly of the device, a non-critical electrical component was found to be damaged. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was charged the display screen was black and the charger flashed red. There was no patient involvement. Medtronic's initial evaluation of the incident device found that pli-10 sigphandle had an afc code (signia loose screw ) the connection between the motor output shaft and trilobe coupler was not impacted. The knocking noises heard during motor test, were caused by loose motor screws on motors that locks the motor in place to the motor bracket. Screw was torqued at 25 in-oz and were able to be tightened till rotation motor housing was unable to move.